Event description:
Per clinical trial (B)(6): on (b)6) 2015, patient underwent bilateral mastopexy; inferior pedicle, using a full vertical and horizontal t incision. 1 piece of galaflex was used, cut in half. No concomitant procedures were done. On (B)(6) 2015, right breast hematoma was reported. On (B)(6) 2015, patient had evacuation of hematoma. Resolved without sequelae on (B)(6) 2015. Review by medical affairs identifies the hematoma as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient was diagnosed with post-op complication of hematoma and underwent evacuation of hematoma. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Hematoma are known inherent risk of the surgery/use of the device and included as possible complications in the adverse reactions section of the instructions for use (IFU) supplied with the device. This MDR represents the ae of hematoma. An additional MDR was submitted to report additional ae of swelling. Not returned - remains implanted.